Event description:
In-line cassette for portable total parenteral nutrition pump, assembled backwards, such that fluid (and blood) was pulled from pt to total parenteral nutrition bag. MFR date 10/97.